Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to dislodgement and oversensing. This lead had been dislodged for some time and it was confirmed with x-ray imaging. There was no physical lead damage. No additional adverse patient effects were reported.